Event description:
It was reported that the patient an inappropriate shock from the device due to supra-ventricular tachycardia. The event was reported from the shock-less clinical study. There were medication and programming changes made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.